Event description:
The report received from the affiliate indicated that while preparing for an endovascular procedure, the tube/inner shaft with which the release mechanism for the 120 cm. Smart control 6 x 80 stent delivery system is flushed was leaking. The product was not clinically used in the patient. There was no reported patient injury. Additional information has been requested. Addendum: preliminary inspection of the returned product indicated that the stent was protruding slightly/prematurely deployed.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that while preparing for an endovascular procedure, the tube/inner shaft with which the release mechanism for the smart control stent delivery system is flushed was leaking. The product was not clinically used in the patient. There was no reported patient injury. Preliminary inspection of the returned product indicated that the stent was protruding slightly/prematurely deployed. The product was returned for inspection. One non-sterile pkg assy 6x080 smart vas 120cm was received coiled inside a plastic bag. Stent was partially deployed (0.3cm) from brite tip. Locking pin was in place. Hemovalve was separated from slider. No other discrepancies were found. The outer length and outer diameter were measured and found within specification. According to the procedure flushing process is a deployment test step; this process could not be performed due to condition of the unit; however the subsequent steps were performed without anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure 'sds - deployment difficulty-premature/during prep' reported by the customer could not be confirmed since no anomalies were found during dimensional and functional analyses. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Controls are in placed at the final assembly and packaging processes to detect these kind of issue; therefore no actions were taken. The failure 'flushing difficulty' reported by the customer was confirmed since the hemovalve was separated from slider. A risk assessment has been initiated to evaluate this issue. Based on the information available, it appears that the flushing difficulty experienced by the customer may have been caused by manufacturing concerns. It is unknown at what point the stent first protruded from the delivery system. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, shipping and handling of the returned unit and/or user handling.